Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the patient line. This event occurred during the initial drain in peritoneal dialysis therapy while the patient was connected. The patient disconnected and removed supplies. The technical service representative assisted in ending therapy. The patient will start over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the reported issue was determined to be a hole in tubing. Should additional relevant information become available, a supplemental report will be submitted.